Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent delivery system (sds) would not cross the lesion and upon removal the promus stent became stuck on the non-abbott guide wire. The sds was able to be removed without loosing access to the lesion and a 3.5 x 15 mm promus stent was successfully deployed in the mid right coronary artery (rca). No additional event or patient information was provided. Device analysis identified that the stent implant had moved on the balloon 1.5 cm proximal to the distal balloon marker. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood in the guide wire lumen and on the entire length of the sds, which is consistent with the sds at least partially advanced over a guide wire and use inside the body. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Factors that may contribute to the difficulty to advance/remove the sds over the guide wire and cause resistance between the products may include, but are not limited to, product placement technique, guiding catheter support, inner diameter (ID) of guide wire lumen, outer diameter (od) of the guide wire, condition of the guide wire (damage dried blood or contrast), damage to the distal shaft of the sds or patient anatomical conditions (tortuosity). The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. The guide wire used during the procedure was not returned for analysis, which may have helped to determine a cause of the reported difficulty. However, analysis of the sds found that the tip inner diameter past the proximal seal and the guide wire exit notch met manufacturing criteria and there was no resistance noted when a new guide wire was backloaded through the returned sds catheter. This suggests a product quality deficiency did not contribute to the reported difficulties, although a conclusive cause of the resistance cannot be determined. It was also noted that the distal end of the stent implant was mislocated on the balloon 1.5cm proximal to the distal balloon marker. However, crimp marks on the tightly folded balloon between the distal balloon marker, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Further information noted that the stent movement was not observed at the account, and therefore it is likely that this occurred after the procedure during handling for return to abbott vascular for analysis. It was further noted that the proximal end and middle portion of the stent implant were mangled, therefore the middle and proximal stent outer diameters could not be measured, however; the distal outer diameters met manufacturing criteria. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The failure to cross, subsequent stent damage and stent movement appear to be related to operational context, however, a definitive cause of the resistance between the sds and guide wire cannot be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality.